Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block b3: approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number . For the exalt model b scope and report number 3005099803-2025-00402 for the exalt model b monitor. It was reported to boston scientific corporation that an exalt model b monitor was used with an exalt model b scope during a bronchoscopy procedure performed on an unknown date, related to a tracheostomy. During the procedure, the home screen came back onto the monitor and the scope was not able to reconnect. The procedure was completed with another exalt model b scope. There were no patient complications reported as a result of this event.